Event description:
Customer reported blood leak in a CT 190g dialyzer. The number of reuses for this dialyzer is 26. When the incident occurred, the pt was disconnected immediately and restarted therapy with a new dialyzer and new bloodlines. The extracorporeal blood was not returned to the pt and therefore the estimated blood loss is 200cc. The facility uses the renatron with renalin for reuse. The facility pre-processes the dialyzers. The staff has been observed and it has been determined the dialyzer has been placed correctly on the instrument and they are performing the tasks per the facility's standard operating procedures. The facility uses city water. The calibrations are okay and the maintenance was performed on schedule for the ro loop. There has been no change to the temperature. The psi was less than 10. The blood leak occurred right at the beginning of the treatment so no tmp value was available.